Event description:
The customer initially reported trouble priming during procedures. Additional information received during follow-up noted two cases were canceled due to priming and vacuum issues during set-up. There was no pt injury.

Manufacturer narrative:
The customer service representative inspected the system, including the I/a handpieces, and could not duplicate the reported event. The system met specifications. A review of complaint, service, and manufacturing history data determined that the system has no adverse failure trends and there were no additional service requests related to the reported event. The root cause of the reported priming and vacuum issue is unk, and cannot be determined because the problem could not be duplicated. This report mailed in to FDA on: 10/17/2007.